Event description:
A malfunction on the pump was reported, with the issue being identified as malfunction code 5. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller by providing pump reset information, but the issue persisted, leading to the decision to replace the pump. The customer was informed that the replacement pump would come with updated software. Instructions for returning the malfunctioning pump were provided, and arrangements for the shipping of the replacement pump were confirmed. The customer will use multiple daily injections to ensure insulin delivery is not interrupted until the replacement pump arrives.